Event description:
It was reported that after an atrial fibrillation (afib) procedure, the patient became hypotensive and a us revealed a pericardial effusion and a pericardialcentesis was performed. Tamponade was noted also and the patient went to surgery. Multiple attempts were done to request for further details, however no additional information has been provided.

Manufacturer narrative:
The concomitant products: carto serial # (B)(4), stockert serial # (B)(4), cool flow pump serial # (B)(4), sterimed catheter, us catheter: acu10135936, lot # 1721610. (B)(4).

Manufacturer narrative:
Correction regarding the procedure type: the correct procedure was idiopathic vt ablation. Additional information received from customer that stated: the patient had a cardiac tamponade after an ablation in the right ventricular outflow tract - (rvot) for premature ventricular contraction¿s (pvc). There was a drop in blood pressure and the tamponade was discovered with ultrasound. A pericardialcentesis was performed and the patient was then sent to the or for a repair of the right ventricular outflow tract - (rvot) tamponade. (B)(4).